Manufacturer narrative:
Correction: please retract this report 2017865-2023-51421, the same issue was previously reported as 2017865-2023-51379.

Event description:
It was reported that patient presented with an insertable cardiac monitor (icm) that was exhibiting under-sensing. No changes or intervention was performed. The patient status was unknown.